Event description:
A 5.5 cannulated screw was being implanted for a fracture of a very sclerotic fifth metatarsal bone. While implanting, the screw was bent. It was then removed from the pt. The pt was reported to be doing great.